Manufacturer narrative:
Additional information was received indicating that 3 years and 1 month post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve due to repair failure. The reported information indicates there was no fault of the annuloplasty ring. No adverse patient effects were reported. The product specimen was discarded by the medical institution.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that three years and one month post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.